Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to an open white (drvn_gnd) pulse wire in the trunk cable, causing broken wires in the trunk cable. The belt was unable to complete a falloff test. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.